Event description:
It was reported that during lead replacement procedure, the ipg could not communicate with external devices. As result, the ipg was explanted and replaced resolving the issue. Device testing revealed the ipg was not placed into surgery mode resulting in the ipg being damaged during the lead replacement procedure.

Manufacturer narrative:
The reported observation of ¿unable to connect with ipg¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s reported surgical procedure.